Manufacturer narrative:
The size and degree of the injury was unknown, but conmed did receive confirmation that the nurse who sustained the burn received medical intervention. Flamazine was applied to the burned area and it was reported that the nurse was healing with no further complications. The staff member received the burn because they were making contact with the patient during the activation of the hand piece. In this case, energy traveled though the patient and towards the staff member. The indications for use (IFU) states: "if the physician or nurse must touch the patient, place hand on the patient before activating the hyfrecator 2000. Do not break contact during activation. To lessen the possibility of a shock, wear gloves at all times and continue to avoid contact with grounded metal objects." In addition to filing this report with the f.d.a., conmed electrosurgery is filing this event with (B)(4).

Event description:
While performing a circumcision, a nurse had her hand placed on the patient's torso and received a burn on her hand.